Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se with a 6fr sheath after an interventional procedure to treat the superficial femoral artery. Reportedly, when splitting the sheath, inner friction was felt with the device. When pressing the deployment button, there was no click and the button did not give the usual resistance. The starclose se device could not be removed. In accordance with the instructions for use, an attempt was made to use the safety release mechanism or access ports; however, it was unsuccessful. The access ports were hard to push in, a needle was used; however, the needle broke. Finally the thumbslide backed down and the device could be removed with force. It was noticed after removal that the clip was on the distal end of the device. When the starclose se was removed there was some bleeding and a 3-4cm hematoma. Manual compression and a non-abbott device were used to achieve hemostasis. A 30-minute delay in the procedure was reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal, mislocated clip and difficulty splitting the sheath were confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.